Manufacturer narrative:
Approximate age of device ¿ 4 years and 10 months. The pump was not returned for evaluation as it was not explanted. A root cause for the reported event could not be determined through this evaluation. The instructions for use lists device thrombosis, infection, and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced a previously unreported driveline infection with negative blood cultures. Driveline cultures revealed a gram positive organism. The patient was started on doxycycline (100 mg twice a day). It was reported that throughout this course, the patient's heart failure was worsening. The pump was optimized; however, the physician suspected pump thrombus. Pump powers of 9.7 watts were noted and it was reported that the estimated flow value could not be calculated. The patient¿s anticoagulation had been variable due to previously unreported gi bleeds. Coumadin was adjusted and the patient underwent a colectomy (date unspecified). The patient¿s inr goal was reported as 2-3. The patient was not a candidate for a pump exchange due to multiple comorbidities, and was transferred to hospice care. The patient¿s anticoagulation regimen of coumadin and aspirin was maintained; however, no aggressive treatments were performed. The patient expired on (B)(6) 2015 due to heart failure.